Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that a battery life issue had occurred with 3 separate batteries out of at least 2 separate packs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2015 with the following findings: the black box showed no evidence of a short battery life. Several call service replace battery alarms and low battery warnings due to a discharged battery usage were observed on 11/01/2014. The returned battery cap and cartridge cap were used to complete the investigation with no related malfunctions found. Moisture corrosion was observed in the battery compartment and on the battery cap. The pump passed a leak test. The "ez-prime¿ steps were performed correctly. All currents draws were within specification. The ¿short battery life¿ complaint could not be duplicated. Unrelated to the initial complaint, the display contrast was found to be dim and pinkish. The pump cover was removed for further investigation and no further moisture ingress or intermittent condition was found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.